Manufacturer narrative:
Additional information was added: the actual samples was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing were completed including pressure and clear passage testing; and the device performed according to product specifications. Additional priming was performed and the device worked accordingly. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the upper y-site port of a clearlink system continu-flo solution set would not flush or prime an unspecified secondary set. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.